Event description:
Patient presented with pain. On examination radiologically there was evidence of gross eccentric wear in the liner and significant lysis behind the acetabular component. Required removal of the cup and liner with a revision to a pinnacle sector cup with a coc bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.